Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was turned off in september 2005. A competitive sales representative saw the patient in november 2005, but did not turn the device back on. The patient was unprotected until recently, when the device was turned back on. No adverse patient symptoms were reported.